Manufacturer narrative:
The customer informed siemens that quality control (qc) results were within range before observing the discordant patient results. The customer performed troubleshooting with siemens and noted that qc tests failed. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed services on the reagent (r2) mixer and alignment, replaced the sample probe, aliquot probe, aliquot drain, and the reagent (r1) horizontal motor. A quick check test was performed on the dimension vista 500 and passed. Service methods passed. The cse noted that the customer performed a recalibration and qc run, and the results were acceptable. Siemens reviewed the information provided and concluded that the service performed by the cse resolved the issue. The instrument was verified and operating as expected. No further evaluation of the device is required.

Event description:
The customer obtained a discordant falsely depressed cardiac troponin I (ctni) patient result on a dimension vista 500 instrument. The result was reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista instrument. The repeat result was higher, and the customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsey depressed ctni result.